Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported that during the revision arthroscopy it appears the sutures pulled through the bottom of the anchor. The sutures were completely intact, wrapped around the tendon. Almost appeared that the anchor absorbed too quickly, according to the surgeon. It was unknown if there was patient consequence. Removed suture and placed a new anchor to complete the procedure.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part (223129) and lot (l327468) combination and no non-conformance were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformance were identified for this part-lot number combination.

Event description:
Additional information received on 01november2018: the broken anchor happened after the anchor was implanted. The cuff repair failed. It was found to be broken and removed during the revision surgery. No specific patient contributing factors were reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part (223129) and lot (l327468) combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.

Event description:
Additional information received on (B)(6) 2018 stated that the breakage occured during the procedure. The procedure was completed by removing the suture and placed a new anchor to complete the procedure. There were alternatives readily available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.